Event description:
In 09/02 a pharmacist reported that a vial of surestep test strips appeared to be "miscut". The information was unconfirmed at the time of the call and no other information was reported. The four vials were received at lifescan in 10/02 and evaluated in 11/02. Upon examination, all strips in one of the four vials were "miscut" in the off center confirmation dot. All in the remaining three vials were cut correctly (no problem found). Inspection of retains of this lot number did not confirm the issue of "miscut" strips.